Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 1 patient sample tested for thyrotropin (tsh), free thyroxine (ft4 ii) and ft3 - free triiodothyronine (ft3 iii). The customer provided the sample for investigation. Of the data provided, erroneous ft4 ii and ft3 iii results were identified between the customer's e602 analyzer, a centaur analyzer, an e 170 analyzer used at the investigation site and an e411 analyzer used at the investigation site. The date of tests performed at the customer site is not known. It is not known if erroneous results were reported outside of the laboratory. This medwatch will cover ft4 ii. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii erroneous results. Refer to the attachment to the medwatch for patient results. No adverse event was reported. The e 170 analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft4 reagent lot number used with the e 170 analyzer was 180539 with an expiration date of 10/31/2015. The ft4 reagent lot number used with the e411 analyzer was 184927 with an expiration date of 03/31/2016. The serial number for the customer's e602 analyzer is not known. A specific root cause could not be identified. Based on the available data, a general reagent issue can most likely be excluded. When comparing values from different types of analyzers, variances can be expected. For thyroid parameters, age, gender and other patient characteristics should be considered when comparing values.